Manufacturer narrative:
(B)(4). The care fusion factory service technician evaluated the user interface module and duplicated the reported issue and isolated the root cause to the control pcba.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the uim control pcba, installed onto a known good uim that was installed onto a known good top level unit and powered on. The screen remained blank and all led's were continuously illuminated. The control pcba was not receiving a new software upload. A visual inspection was performed and no visual anomalies were found. Findings/root-cause control pcba software 4.6 issue. This issue is being addressed in an internal corrective action.

Event description:
The customer reported that the touchscreen display on the ventilator is dark on cycle on during boot up process and leds are lit with audible alarm. No patient involvement.